Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that after 11 months from the chirurgic intervention, due to patient pain and not having any recovering and x ray was taken demonstrating that the endomedular nail from stryker brand was broken in the middle (from top to bottom). The doctor told us that it was a failure of the prosthesis.

Manufacturer narrative:
Evaluation revealed the s2 femoral nail as primary product. No associated products were reported. Damages and evidences of the breakage surfaces as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Appearance of the breakage surfaces, worn areas and material displacement in outside direction (found on the medial side of the fracture) suggests that most likely the fatigue fracture started at lateral of the nail and proceeded through the entire cross section. The breakage ended at the medial rim of the nail. Significant material abrasion and deformation (friction marks in the proximal of the distal screw hole) were identified as cold sets (fretting corrosion), which were caused by high load bearing with the locking screw during the period of implantation. If the distal of the distal drill hole was occupied by a locking screw could not be confirmed. As mechanical properties of the material as well as dimensions were within specified tolerances we exclude faults in material or manufacturing. Examination of the breakage surfaces of the nail revealed that the cause of the breakage was material fatigue due to overload. The nail broke in a fatigue fracture after a period of implantation of app. 11 months. The breakage surfaces of the nail suggest that the breakage had started with an incipient crack at lateral and had continued through the cross section of the shaft in medial direction. As no medical information was available and no device related issues were found we can only suggest that the breakage was caused by a long-term overloading. There was no reported fracture healing. General aspects: the broken implants are temporary implants which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient (like this case with reported delayed healing on the distal bone fracture) mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case the nail broke in a fatigue fracture after an implantation period of 11 months due to overload. Overload was most likely caused by increased bending and usual torsional stresses and applied full weight bearing on the nail system. According to the IFU the nail can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the device. Thus, the reported event has to be classified as not device related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that after 11 months from the chirurgic intervention, due to patient pain and not having any recovering and x-ray was taken demonstrating that the endomedular nail from stryker brand was broken in the middle (from top to bottom). The doctor told us that it was a failure of the prosthesis.